Event description:
During the leadless pacemaker (lp) system implant procedure, the delivery catheter and the lp prematurely separated. A new lp system was selected and successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection of the device found no anomaly on the helix, the helix length was within specification and shows no anomalies. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated, however the delivery catheter would not release from the lp. The system was explanted and a new lp system was selected and successfully implanted to resolve the event. The patient was in stable condition.